Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11 findings / root cause: no functional or performance issues were found during fa lab investigation. Disposition: the returned unit will be placed on hold.

Event description:
Additional information received indicates that the customer returned their device for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista was alarming with a frozen screen. Initial reporter informed that he had to remove the batteries to power off. No patient involvement.